Event description:
It was reported that the tip of two instruments fractured. The fractured tips remained inside the nut and as a result and remain implanted in the patient. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A functional examination on the torque handle confirmed the torque was lower than the acceptable limit. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at the time of inspection.

Manufacturer narrative:
This is 1 of 3 mdrs involved in the same event. Please see the following MDR numbers: 0002242816-2012-00040 0002242816-2012-00041 0002242816-2012-00042. Per the instructions for use, "possible adverse effects" include bending, fracture, loosening or migration of the implant pain, discomfort, or abnormal sensations due to presence of the implant.